Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: 372829-50 flex to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, one of the arms was faulting with error 32100. Customer informed the error was occurring on arm 3. Customer was not willing to provide any additional information and the call ended. System logs show error 32100 pointing to psuj3.

Manufacturer narrative:
Failure analysis (fa) received the device. Fa performed a visual inspection and found no problems related to the reported issue, so proceeded to verify error 32100 in the lighthouse (aperture). Installed flex on the internal eft system and powered it on. The system powered up with no errors or failures, so cables and connectors were inspected. Then, the flex split rotation and brake release were checked, and all appeared to be working as designed. The complaint was not confirmed based on failure analysis.

Event description:
Refer to h11 for follow-up information.